Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). Symptoms reported include hyperglycemia, nausea, fast heart rate, headache and dry mouth. The patient reports they were unable to unlock their controller as the touchscreen did not work. Once at the hospital the patient was treated with 2 bags of intravenous fluids and insulin. The patient was discharged from the hospital the following day.

Manufacturer narrative:
The returned device was evaluated and the case description states that the user was unable to unlock their controller as the touchscreen stopped working. The controller was received with the battery depleted. The controller was plugged in and allowed to charge, after which the controller was able to boot up to the lock screen. Attempts to unlock the controller were unsuccessful as the touchscreen was unresponsive to touches inputs, indicating an issue with the lcd display. No physical damages were observed on the lcd screen. The exact cause of the unresponsive touchscreen could not be conclusively determined.